Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsc5 instrument stopped working during the procedure and a constant "beeping" sound was heard. Then the handpiece turned very hot. Another lcsc5 was used to complete the case. There was no consequence to the pt.